Manufacturer narrative:
This product is registered as a combination product. No further information is available. A partial lead, only connector portion was returned in one piece measuring 7.5 cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available. Related manufacturer reference number: 2938836-2020-02451 and 2938836-2020-04659.